Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # cx01b, 510k #k102397 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: vertebral fracture (osteoporosis) levels implanted: "1" it was reported that intra-op, cement was found to be too fluid because of which it went through the pedicles of the vertebra. If there is another spine surgery (spinal fusion) it would be very complicated to go through the pedicles into the vertebral body. No additional treatment was scheduled.